Event description:
Patient implanted in 1998 in the upper and lower vermilion borders. Onset of infection and wound drainage 10/07/1998 in perioral. Patient treated with keflex 10/07/1998, revised and debrided 10/21/1998. Implant explanted in 1998.